Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a corneal perforation occurred at the programed superior arcuate incision during a laser assisted cataract procedure. Reporter indicated the laser was programmed for eighty percent depth; however, the surgeon stated there was actually one hundred percent depth achieved. The procedure was completed and incision closed without a suture. Upon follow up, reporter indicated the arcuate incision was seidel negative.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. All control points and settings were within product specifications. After the event and before the company service representative examined the system the customer continued to use the system with no further issues reported. The root cause cannot be determined conclusively. (B)(4).